Event description:
The customer originally returned his olympus endoeye videoscope due to an unspecified image problem. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the unit was producing a discolored image. This report is being submitted to capture the confirmed discolored image found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the unit was producing a discolored image. Additionally, there was a form of unusual mechanical noise generated from the device, possibly a loose component. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective ccd (charged coupled device) chip assembly (r-unit) and video cable. Olympus will continue to monitor field performance for this device.